Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr gss sheath was returned for assessment. The sheath valve was subjected to leak testing without anything inserted in it and with the dilator inserted in it. The valve failed leak testing in both instances. The valve was then deconstructed and examined. An off-center tear was visible on the valve. The complaint can be confirmed for valve leakage because the sample failed leak testing. Based on the location of the tear on the valve, the leakage was likely caused by off-center insertion of the dilator in the valve. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt/inventory. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a left heart cath coronary angiogram the involved glidesheath slender device valve was leaking and bleeding around the catheters. There was harm to the patient. The case was completed as planned. The estimated blood loss was less than 250cc's. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The patient was not injured during the event and medical/surgical intervention was not required. The event occurred intra-operative.